Manufacturer narrative:
Case (B)(4): the oll2 was returned and evaluated. The device met all specifications and operated as designed. A device history review was also conducted and there is nothing that would indicate that the devices were released with any non-conformances that would contribute to the reported event.

Event description:
It was reported on 21-oct-2019 that a (B)(6) female patient with a history of active atrial fibrillation and mitral regurgitation, underwent a mitral valve repair/replacement, tricuspid valve repair, pulmonary vein isolation and left atrial appendage management. Prior to the procedure, a transesophageal echocardiogram was performed, there was no evidence of clots within the left atrial appendage and left atrium. Surgeon used the oll2 for the pulmonary vein isolation. Upon removing the clamp, the surgeon noted that the left pulmonary vein had a small hole in it. The surgeon then sutured the hole and bleeding stopped. Surgeon also verified that the hole was not located in an area where the surgeon was using the oll2 for ablations, but on the left pulmonary vein. The surgery was completed with no patient consequences. There was no reported device malfunction, and the adverse event was the result of a procedural complication.